Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient mentioned the left lead area hurts a lot and their urethra hasn't opened. Patient wasn't able to void on their own. No device issue and no further patient complications have been reported as a result of this event.

Event description:
Additional information was received which indicated that the patient had pain at the lead site and "something moved." A later call from the consumer indicated the patient started having to cath right after lead removal because the patient was not emptying completely. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.